Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient complained that he had to turn the stimulation up more than usual to get relief. The rep reported that interrogation of the device found all high impedances. The rep reported that an MRI and x-ray were scheduled. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause was never determined. An MRI and x-ray were scheduled. No further complications were reported.